Manufacturer narrative:
The sample has been returned for evaluation. Upon completion of baxter's investigation a follow-up medwatch will be submitted. This product is 510k exempt; therefore, it does not have a 510k number. (B)(4).

Manufacturer narrative:
(B)(4). This report was received by baxter (B)(4), not baxter great britain as previously reported. Further investigation by baxter revealed that the particulate matter was outside of the fluid path, which is unlikely to cause or contribute to a death or serious injury.

Event description:
This is a report from baxter (B)(4) of a automix 3+3 compounder transfer set that presented a hair in the pouch. The reported condition occurred before use. There was no patient involvement, injury or medical intervention related to this event. No additional information is available.